Event description:
Motor exhaust hose ruptured suddenly during surgical procedure. On follow up it was reported no kinks or occlusions of the exhaust hose were identified by the surgical staff. The surgeon reported the motor had low power, and requested that pressure be increased. Wall pressure was increased to approximately 130 psi. Hose ruptured suddenly within a few seconds. Motor was replaced and procedure completed after about 15 minute delay. There was no pt impact.